Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the surgery, the doctor opened the suture packaging and found insect inside the packaging, which affected the sterility of the surgery and affected the progress of the surgery. Because the sutures were all placed together on the operating table, which compromised sterility, changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information provided: the hospital requires the return of all opened sutures involved in the surgery. Photo. The lot of ip is unavailable. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Other information requested is unknown. Is it possible that the foreign material fell into packaging upon opening of device? Was the suture seals on the foil still intact when the package was opened? Where was the hole, puncture, or tear found? (Kit carton, pre-filled syringe packaging, or tip packaging). H3 evaluation: the product was returned to ethicon for evaluation. One opened sample product code vcpb1839d was received for analysis. Upon initial inspection of the open sample received, fragments of insect was found on the winding former of the returned product. In addition, photo was provided and it shows a insect on the winding former, the insert was received already broken. Due to the condition of the returned sample, it was not possible to determine the cause of the foreign matter in the received sample. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.